Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, one month after the implant procedure, the right ventricular lead exhibited high thresholds and low impedance. During the revision procedure, the physician noted insulation damage. The lead was capped and replaced. The patient was noted to be in stable condition post surgery.